Event description:
Pt reported that device is changing from a.m to p.m. Causing him to receive the incorrect amount of insulin. Pt indicated that the emts were contacted and he was given glucose orally. Pt indicated that at that time, his blood glucose was 43 mg/dl. Pt indicated he was taken to the hosp where he was given a glucose IV.